Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. It was reported that the readings between the cgm and bg meter had a mentioned 3 points above. The sensor was inserted at the abdomen on (B)(6) 2018. No additional event or patient information is available. Data was provided, however the report of an inaccuracy could not be confirmed. A root cause could not be determined via data.